Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. Further testing at the service center, at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a two product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact for upgrade or recertification. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.